Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) via a manufacturer representative reported when the lead was unpacked, the lead tip was already bent a bit. Factors noted to have led to the event were initial malfunction. A new lead was unpacked and used instead. It was noted the issue was not resolved at the time of the report. No symptoms were reported. There were no further complications reported and/or anticipated.

Manufacturer narrative:
Analysis of the lead, model 3387-28, found lead distal end other bent (new out of the box). Analysis confirmed that the distal end of the lead was bent at the #0 electrode. Electrical testing of the lead determined continuity was complete and no electrical shorts were identified between the circuits. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closet code available with respect to this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.